Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that when MRI mode was activated the programmer was displaying "not eligible due to abandoned product." The healthcare provider (hcp) states they then checked previous imaging and can see the fragment in the sacrum from a CT scan done (B)(6) 2025. Hcp reported that all MRI criteria were met for the fragment to be scanned except one - hcp states the fragment was touching the current lead and from its furthest point away it is about 0.5 cm from the other lead. Hcp looking to verify they should not proceed with MRI in this case. Hcp assumes the fragment is the lead that was placed (B)(6) 2017. It was noted that the hcp used the word "fracture" to describe the lead fragment multiple time s during the call.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID: 3889-28 (lot: va1j90v); product type: 0200-lead; implant date (B)(6) 2017; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.